Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with broken belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 112 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 112 mg/dl. The customer stated his numbers are ramping when he tried to enter his carbs. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.